Manufacturer narrative:
No adverse effects were reported for the patient. The patient sample was returned to the customer site and was retested on the cobas e601 analyzer. The initial high result was not reproduced at the customer site. The result was similar to the result obtained during investigation. No specific data was provided. The field service representative reported the measuring cell and some fluidic parts were replaced. Calibration and qc measurements were performed and repeatability of tsh, ft4 and ft3 was checked with control material and known patient samples. No further issues were reported.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable free triiodothyronine (ft3) iii result for one patient sample from an unknown analyzer. The initial result was 5.65 pg/ml. This result was higher than expected from the patient's clinical presentation. The sample was submitted for investigation and the results from a "mod-pe" analyzer were 2.49, 2.59 and 2.55 pg/ml. With the ft3 ii reagent, the results were 2.52 and 2.52 pg/ml. The measurement after purification by precipitation with peg showed little affect by a non-specific reaction with high molecular weight protein. No erroneous results were reported outside the laboratory. The customer would not provide information to determine if the patient was adversely affected. No adverse event was reported.